Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Blood glucose value at the time of the event was 57 mg/dl. The customer was treated with carb intake, and an immediate family member also assisted the customer during a low blood glucose event. The customer observed a crack near the belt clip. The customer alleged that the sensor was having an issue with scanning. The event involved products 78893-01, unk_reservoir, unomedical, and mmt-1884. Troubleshooting was performed. There was no mention of the auto mode feature at the time of the event. It was confirmed that the customer was using the insulin pump system within 48 hours of a reported high blood glucose event. No further patient complications were reported. No product return is required for 78893-01, unk_reservoir, unomedical. The customer will discontinue the use of the device and revert to the backup plan as per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. Frn-unk-rsvr, unomed set, qbj-78893-01-snsr